Event description:
It was reported to philips that the device's monitor arm bracket covers broke and fell off. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the monitor arm cover fell. Upon checking the problem reported by the customer, fse reinstalled the flex vision monitor arm covers, which resolved the reported problem. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.